Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Catapano, joshua s., rami o. Almefty, dale ding, alexander c. Whiting, andrew r. Pines, kent r. Richter, andrew f. Ducruet, and felipe c. Albuquerque. 2020. ¿onyx embolization of skull base paragangliomas: a single-center experience.¿  acta neurochirurgica 162 (4): 821¿29. Doi:10.1007/s00701-019-04127-5. Medtronic received an article pertaining to a study of patients with skull base paragangliomas who underwent preoperative onyx embolization from january 01, 2005 to december 31, 2017. Seven patients were studied, 6 with glomus jugulares and 1 with a glomus vagale. The only postembolization complication was a facial palsy, cn viii deficit in a 52 year old male patient with a left jugulare paragangliomas that had a max diameter of 4mm. The patient's status at 7.5 month follow up was not improved.